Manufacturer narrative:
Unable to charge due to damaged pin #5. Unable to perform the functional test due to charge anomaly. Unit received with contamination all pins.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 400 mg/dl. Customer stated that their blood glucose level was 170 mg/dl when released on (B)(6) 2015. Troubleshooting was declined.